Manufacturer narrative:
The reference device was returned. No evaluation can be performed because the device was obsolete. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that a-rubber was blown off the distal end of a evis extera ii bronchovideoscope during reprocessing. There was no patient involvement, no harm or user injury reported due to the event

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review , evaluation notes and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Upon evaluation of the device, the bending cover section damage was confirmed. Furthermore, electrical connector pin leak was noted. The probable cause of the bending section cover blown off the distal end is due to external stress impact such bumping, dropping or interference with sharp objects. As a result, damage was caused to the bending section cover which led to the reported event. In addition, the bending section cover was ruptured because the user performed ethylene oxide gas sterilization of the device with the waterproof cap on. When the leak test was conducted, the inside of the device was over-pressurized, contributing to the rupture of the bending section cover. The instructions for use (IFU) states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.8 sterilization: ethylene oxide gas sterilization: if ethylene oxide gas sterilization is performed while the water-resistant cap is attached, the covering of the bending section can be damaged. Olympus will continue to monitor complaints for this device.